Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd-legacy® duodopa pump had to be switched because it overheated. No report of patient injury.

Manufacturer narrative:
One cadd legacy duodopa pump was returned for analysis. Visual inspection performed and product found to be in good condition with a missing battery door. Customer's complaint of overheating was not verified. The event log did shows 55 no disposable alarms. Service found the motor and device to be in proper working order. Use testing was performed. Service will not perform any repair or replacement actions at this time. The problem source is unknown.